Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected with one syringe of juvéderm voluma® xc into the temples, cheeks, and chin. After the injection the patient got strep throat and developed inflammatory nodules in the cheeks. The patient was also diagnosed with potential cancer of throat/thyroid by another physician. The patient started taking 500 mg penicillin twice a day, and patient started a medrol dose pack. Five days later the patient symptoms improved but their cheeks are still swollen and tender. Also, patient is starting nsaids. The hcp stated that the patient is waiting to hear back from their physician regarding the diagnostic test to confirm the thyroid/throat cancer.